Manufacturer narrative:
The patient's age was reported as "over 50" years. The suspect device, a prolieve thermodilatation kit, has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. (B)(4).

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. Post-procedure, after the cool down, the physician attempted to remove the catheter. The physician purged the water out of the anchoring balloon, but the catheter could not be removed from the patient. Ultrasound was used to check the compression and anchoring balloons. The physician repeatedly added and removed water during multiple attempts to remove the catheter from the patient. After about 20 minutes of these attempts, the patient grew uncomfortable due to an increasing urge to urinate. The physician pulled the catheter out of the patient with the anchoring balloon partially inflated. The water had not completely purged out of the anchoring balloon. There were no further complications, and the patient's condition was reported as "fine".